Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the pt underwent a cystocele repair, pubovaginal slikng with "marlex" mesh (alleged davol flat) and cystoscopy. On (B)(6) 2009 - the pt was diagnosed with suspected extruded portion of vaginal wall sling, bladder lesion and underwent cystoscopy with biopsy, fulguration of bladder lesion and excision of some extruded vaginal wall mesh.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.